Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, a sample has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the patient was admitted for tonsillectomy and adenoidectomy. While in ssu, the patient was noted to have a small red/brown wound on the right lower corner of the mouth. The provider was notified and bacitracin was ordered. Patient was discharged as scheduled.